Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when water tightness was lost due to damage on guide pin of electrical connector. Additionally, the evaluation found the scope cover plate was detached, no color on the suction cylinder, mouthpiece is deformed, electrical connector was dirty due to water leakage, insulation resistance value at distal end does not meet the standard value due to burn on the plastic distal end cover, discoloration of adhesive around objective lens and light guide lens, cut on the connecting tube, and peeling of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope¿s air/water connection does not hold. The device was returned for evaluation. During the device evaluation, the following malfunction was found: there was gray foreign material found in the gap between the bending section cover and the connecting tube. There was no patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.